Event description:
Stapler jammed when trying to release load and made incomplete staple line on patient's bowel.

Event description:
Stapler jammed when trying to release load and made incomplete staple line on patient's bowel.